Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia') and leiomyoma ('myoma of 3 cm type 1') in a 40-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and leiomyoma outcome was unknown. The reporter considered leiomyoma and menorrhagia to be related to essure. The reporter commented: the sample was available. The case had been reported to the health authorities in france. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. The essure sample is available in this case and retrieval will be initiated. Once retrieved, a technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia') and leiomyoma ('myoma of 3 cm type 1') in a 40-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and leiomyoma outcome was unknown. The reporter considered leiomyoma and menorrhagia to be related to essure. The reporter commented: the sample was available. The case had been reported to the health authorities in france. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of ptc. The essure sample is available in this case and retrieval will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") and leiomyoma ("myoma of 3 cm type 1") in a 40-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and leiomyoma outcome was unknown. The reporter considered leiomyoma and menorrhagia to be related to essure. The reporter commented: the sample was available. The case had been reported to the health authorities in france. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure removal was not the primary reason for the surgery but it was performed secondary to other gynecological surgery: hysterectomy due to myoma. According to the hcp, essure contributed to occurrence of the events the essure sample is available in this case and retrieval will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have leiomyoma ("myoma of 3 cm type 1"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy via laparoscopy, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and leiomyoma outcome was unknown. The reporter provided no causality assessment for leiomyoma and menorrhagia with essure. The reporter commented: the sample was available. The case had been reported to the health authorities in (B)(6). The essure sample is available in this case and retrieval will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.